Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with 17 infusion sets. The sets were used for less than 24 hours. Patient's blood glucose due to the issue was 600 mg/dl. The patient had to go to emergency room and was put on fluids. The patient also had ketones however, ketone level was not dangerous or life threatening. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.